Event description:
The customer woke up with high bgs and the reservoir was empty. The customer stated that they ran a self-test and could not hear the audible tone. Advised the customer to disconnect from the pump and revert to their back up plan.